Event description:
It has been reported to philips that when the system was started in the morning, geometry movements were not available. After several restarts, the system started up as expected. It took about an hour to get the system in working order. The system was not in clinical use when the issue was identified and no harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field safety engineer inspected the system onsite and confirmed the issue with geo pc. Review of system log file showed that the geo pc was malfunctioning. The engineer replaced the geo pc and reloaded the software. After replacement of geo pc and installation of software the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem and evaluation method codes were corrected.